Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no inital alleged complaints. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service technician also noted dust fail contamination. The service technician also noted error codes present in the device logs. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.